Event description:
Pt revised to address polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on insufficient info and lack of the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.